Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump did not deliver the correct amount of insulin. The blood glucose reading was 429 mg/dl. She stated that she only received .7 units of insulin when attempting to treat the high blood glucose. Customer declined troubleshooting. In the bolus history, the blood glucose reading was listed as 529 mg/dl. Nothing further was reported.